Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 12.6mm vicmo12.6, -13.00 diopter, implantable collamer lens into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2018. The lens was not implanted and it is confirmed that there was no patient contact with this lens. On (B)(6) 2018 an alternate lens was implanted. The problem was resolved.